Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had blank display on their pump. The customer's blood glucose level was unknown. The customer's level was around 170mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No blank display anomaly was noted. No damage found on the lcd isolation tape. No unexpected noise was noted while pressing the buttons. No moisture damage was found inside the pump. The pump had a cracked case at the display window corner and minor scratches on the display window.